Manufacturer narrative:
(B)(6). Additional product code: hwc. This report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Part number is unknown; however pfna devices are not distributed in the united states, but are similar to devices marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on the left femur a proximal femoral nail anti-rotation (pfna) broke postoperatively through the hole of a neck screw. It was implanted on (B)(6) 2014 and the revision surgery took place on(B)(6) 2015. An endoprosthetic replacement of the hip was implanted and two osteosynthesis with cerclage was performed for the femur. Reported concomitant devices: femoral neck screw (quantity: 1). This report is for an unknown pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.